Event description:
The customer returned the device stating, ¿will not recognize cassette - alarm always triggering during bench test¿; during device evaluation it was found the latch/lock sensor was faulty. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿will not recognize cassette - alarm always triggering during bench test¿ was confirmed. The probable cause was a defective latch/lock sensor and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.